Manufacturer narrative:
Investigation results: the complaint of needle traction failure and threading difficulty could not be confirmed from the representative 22g insyte autoguard units that were provided for investigation from lots 4037550 and 4101328. A functional test to measure the catheter drag forces showed that the samples met specification. The needle fully retracted and the reported issue could not be confirmed. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: per nursing staff on several occasions the needle would not retract. After several attempts of this happening we decided to pull this lot number due to this issue. No patient injury occurred. Staff used different lot with no issues.